Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not admitted to the hospital for the peritonitis. The patient was treated with injection (inj) of fortum (1gm, intraperitoneally (ip), frequency not reported) and inj of reflin (1gm, ip, frequency not reported) for the peritonitis. The patient was reported to have recovered from this event. At the time of this report, the patient was doing well and was still taking remedial therapy; the pd therapy was ongoing. The patient&#38112;effluent was clear. No additional information is available.